Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fas to fdi.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, correct the lot number. The scope was returned to olympus for evaluation. The evaluation did not duplicate the complaint. The evaluation found no foreign materials, damage, abnormalities or missing items from the returned device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be confirmed at this time. As part of our investigation, olympus made multiple follow ups by telephone and in writing in an attempt to gather additional information on the reported event. However no additional information was obtained. Based on the reported event, the most probable cause may be attributed to operator technique. The instructions for use provides warnings and caution statements in an effort to prevent equipment damage: ¿before use, make sure that the snare wire is not frayed; do not use it if this or any other irregularity is observed. Otherwise, the snare loop may break and could cause punctures, hemorrhages and/or thermal injury to non-target tissue.¿

Event description:
Olympus was informed that during an unspecified procedure, a foreign object fell inside the patient. The foreign object was inside the snare catheter, in front of the snare, and was pushed out before the snare during snare deployment. The foreign object resembled a small piece of grape stem, and medical personnel stated that it appeared to be a small piece of wire similar to snare material. The foreign object was retrieved, and the snare was removed from the patient. The procedure was completed using a similar device. There was no reported patient injury.